Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that contributed to urethral atrophy. The physician identified wear of the aus that is believed to be do to the age of the device. The aus was explanted and replaced with a new device. No additional patient complications were reported.